Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. Technical support provided remote assistance to the customer. Technical support advised the customer that the issue might be from overlay or power management (pm) and provided the product number for the respective parts. The field service engineer replaced front bezel this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an alarm light emitting diode (led) failure. There was no patient involvement.